Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the impedance alert triggered for high impedance on the right ventricular (rv) lead. The impedance has steadily been climbing for the past year. Of note, there was no oversensing noted and good capture and r waves were steady. Technical services (ts) provided assistance in resolving the issue by directing the client to increase the impedance range and continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.